Event description:
The customer reported a motor error alarm during normal use. The customer stated that the insulin pump was exposed to an MRI last week. Troubleshooting was performed and the insulin pump alarmed, then had a blank display after inserting a new battery. The display remained blank after troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Unable to confirm any alarms or perform the displacement test due to the blank display.